Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/ not provided. Initial reporter telephone number: (B)(6). Manufacturing record review: a record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The review of the device history record (DHR) showed that there were no issues or non-conformities. The device and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the information obtained, product malfunction and product deficiency cannot be confirmed. No further investigation is required. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was undercorrection issue. Re:+0.25/-3.00@15,visual acuity 6/6. Doctor performed sub-bowman's keratomileusis (sbk) microkeratome lasik on (B)(6) 2021. Post op vision on (B)(6) 2021 unaided visual acuity is 6/9 and refraction of the patient is -0.75@30 with 6/6 visual acuity. Daily activities were not significantly affected. Doctor performed enhancement surgery. Vision pre-operative: 6/6. Vision post-operative: 6/9.